Manufacturer narrative:
Initial 4 of 5. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hyperglycemia due to bent cannula issue event on 19 may 2026 and high blood glucose and treated with correction injection via multiple daily injections.